Event description:
Screwdriver tip broke off during a posterior thoracic fusion on (B)(6) 2013. The tip was retrieved. There was no delay of the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.